Event description:
It was reported that during a vertical sleeve gastrectomy there was bleeding of the patient after surgery, presents blood puddles and decompensation.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were indications for surgery? What color cartridges were used throughout the creation of the sleeve? Where there any issues with staple form throughout care of patient? How was the bleeding identified? What was the estimated blood loss? Were blood products administered? Did the patient receive any medical or surgical intervention? What is the current patient status? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.